Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down. A field service engineer tested the power supply by removing all plugs except the power cable, and the unit powered on successfully. Next, unplugged the pyxibus communication cable from the communication sled, and the station booted up. Troubleshot the drawers by unplugging them one by one and identified half height drawer 4 as the source of the issue. Further testing confirmed that the drawer board on drawer 4.2 was faulty. Replaced the drawer board and tested the drawer using the test software. Customer completed an inventory on the drawer, and all functions were verified as working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the unit experienced a power shutdown. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.